Manufacturer narrative:
Other device associated with this event: brand name: heartware ventricular assist system ¿ outflow graft. : model 1125 / expiration date 31oct20121 / serial number (B)(4) / UDI (B)(4), implanted date (B)(6) 2017. Mfg date 31oct2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that a patient was admitted to hospital on (B)(6) 2018 with flu-like symptoms and sepsis. Blood cultures proved to be positive. The patient underwent surgical washout, irrigation and debridement of the mediastinum (B)(6) 2018. The patient developed bright red blood in the wound vac and chest tubes on (B)(6) 2018 and ¿coded¿. The patient¿s chest was opened at the bedside and revealed a large dehiscence of the outflow cannula at the aortic anastomosis site. The patient was coded for forty minutes and received multiple blood products. The patient continued to decline and was pronounced dead at 21:17hrs. The pump and outflow graft remain in situ post-mortem.

Manufacturer narrative:
Product event summary: the pump and outflow graft were not returned for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated devices met all requirements for release. The reported event of "a large dehiscence of the outflow cannula at the aortic anastomosis site" could not be confirmed since the device was not returned and supporting evidence was not provided by the site. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the reported "large dehiscence of the outflow cannula at the aortic anastomosis site" can be attributed to the outflow graft not being properly anastomosed to the aorta. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient's history of intravenous drug abuse and possible procedural complications during the recent surgery may have contributed to these events. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft, lot number 15908395-9404. If information is provided in the future, a supplemental report will be issued.